Event description:
It was reported that the customer experienced a malfunction on the pump, identified by a malfunction code but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level as a result. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, and the customer acknowledged and understood these instructions.